Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. A valid serial number was not provided for reader. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. Therefore, due to this issue, the high/low glucose alarms were not available and the customer experienced a seizure and loss of consciousness due to hypoglycemia. The customer was treated with glucagon injection by relative. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc device. Therefore, due to this issue, the high/low glucose alarms were not available and the customer experienced a seizure and loss of consciousness due to hypoglycemia. The customer was treated with glucagon injection by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no failure mode was observed. The returned sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.